Event description:
During a review of a (B)(6) male, patient's download zoll lifecor customer support identified several "battery charger fault" flags in the data. The patient stated that his battery is not holding a charge. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (charger faults in the patient's download) was confirmed. The cause of the battery not fully charging was a broken white wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.